Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2025 and (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn# (B)(6) and svn# (B)(6) event date of (B)(6) 2025, there are no unexpected alarms/suspends recorded in the formatted history file. In further review of the formatted history file 1 week prior to the related svn#: (B)(6) event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted. Three no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 at 19:40:04.000, 19:40:04.000 and 19:50:37.000 during bolus deliveries. No over delivery anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.3 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched on the lcd screen, scratched keypad overlay and scratched case. No display window cover on a prime pump design noted. The pump passed all the required testing. Unable to verify customer alleged for high bgs and low bgs. Customer alleged for over delivery anomaly was not confirmed. Cosmetic damage confirmed on the lcd screen noted. Unable to verify damage on the display window cover due to prime pump design build without the display window cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the location of the damage was at the display window cover, pump casing, and buttons. The customer alleges the pump is over-delivering. The customer reported a blood glucose value of 50 mg/dl, and the blood glucose value at the time of the emergency room visit was 200 mg/dl. The customer who experienced hypoglycemia, loss of consciousness, was treated with nasal glucagon, IV insulin drip, and an emergency room visit. The reason for hospitalization was that the customer experienced a seizure, their lips turned blue, and stopped breathing. The event involved product(s) mmt-1884, mmt-431ag, and mmt-342. Troubleshooting was performed for the cosmetic damage, and the pump is functioning as designed. Troubleshooting was performed for the low blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-431ag and mmt-342

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer was not treated with intravenous fluid for reported hypoglycemia.